Event description:
Bausch & lomb was rovided a summary of contact lens related infective keratitis cases for pts that were treated in malaysia. Of the 14 cases on the summary, nine pts claim to have used renu solution, including one pt who used a combination of renu and alcon solutions. Of the renu users. Fisarium spp. Was isolated from the clinical specimens in eight cases, and aspergillis isolated in one case.